Event description:
It was reported to boston scientific corporation that approximately two hours into a procedure using a lithoclast ultrasound probe, the probe sheared in half. It is unknown if the probe piece fell inside or outside of the patient. The procedure was completed using another lithoclast ultrasound probe, along with the pneumatic function, with no further complications to the patient reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that approximately two hours into a procedure using a lithoclast ultrasound probe, the probe sheared in half. It is unknown if the probe piece fell inside or outside of the patient. The procedure was completed using another lithoclast ultrasound probe, along with the pneumatic function, with no further complications to the patient reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
No information was selected because it is unknown whether the probe piece fell inside the patient. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual analysis of the returned probe showed that the probe was broken close to proximal end. The complaint was confirmed. The possibility of probe breakage is noted within the device directions for use; therefore, this event was determined to be an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that approximately two hours into a procedure using a lithoclast ultrasound probe, the probe sheared in half. It is unknown if the probe piece fell inside or outside of the patient. The procedure was completed using another lithoclast ultrasound probe, along with the pneumatic function, with no further complications to the patient reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.